Event description:
It was reported that during device change out, far p-wave oversensing on the ventricular channel was observed. Programming changes were made and resolved the oversensing. Patient condition was good.

Manufacturer narrative:
(B)(4).